Event description:
It was reported that bd syringe 20ml ll syringe only mx bun packaging was damaged. Verbatim: it was reported that the syringes in bad condition (broken, stains, bad packaging). Altered product characteristics. Yesterday there were syringes that came in bad condition. 20cc syringe 6 units there are 4 20cc syringes missing in a box.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.